Event description:
A patient was to receive hr 0-6 cisplatin 31 mg in 1 liter d5 1/2 ns + mannitol 8 grams. The chemo was hung and found approximately three hours later with dry maintenance and chemo bag completely full. Nursing did not realize the "b" line was infusing. Patient was able to receive chemo overnight and discharged as plan. There was no harm to patient.